Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As reported, as per customer feedback, this flotrac sensor was unable to generate accurate / reliable data. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). There are manufacturing controls to avoid potential causes related to the reported malfunction.